Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. There was no difficulty experienced upon setting up the device. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. After completing the ligation, the physician used electrodessication. The procedure went smoothly with no active bleeding. A recovered specimen was sent for examination. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. There was no difficulty experienced upon setting up the device. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. After completing the ligation, the physician used electrodesiccation. The procedure went smoothly with no active bleeding. A recovered specimen was sent for examination. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that all bands were attached in the ligator head. The bands were moved out their position and overlapped and the white band was broken. The device was observed under magnification, and the suture hole was in good condition with no damages observed.; however, some ligator head teeth were damaged/bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to handling and manipulation of the device during its use which can lead to move the suture knots from their position in the ligation unit. This would result in more tension applied to the component leading to bend the teeth and breaking the bands, consequently, inability of the device to deploy the bands. It is likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.